Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched case, missing serial number label, pillowing keypad overlay, cracked keypad overlay at the select button, stained keypad overlay, partially broken off retainer ring and a missing reservoir tube o-ring. Cosmetic damage was confirmed at the back of the pump. Retainer ring damage confirmed (found during visual inspection). For additional information regarding the tests performed refer to (B)(4) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump dropped and cracked of the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1886l. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1886l was returned for analysis.